Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they experienced an incomplete cut from the buttress material of reinforce reload and they need to manually cut it using a surgical scissors. They also noted that there was excessive force required error displayed when they fired the stapler and they could not advance the firing further. There was no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right thoracotomy latissimus dorsi flap and right upper lobectomy procedure, the buttress material of the reinforced reload was not cut completely and the device also displayed excessive force error and the firing could not be advanced further. Surgical scissors were used to cut the material. There was no patient injury.